Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "breast pain for 5-6 years: described as a sharp/constant pain with burning", "itching in nipple area", "sternum pain", "rupture", "chronic pain", and ¿cyst¿. Patient also reported "migraines, weight gain, and fatigue"; these are not device related. Device remains implanted.